Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision - dr (B)(6), (B)(6) 2018. Primary implant (B)(6) 2018. Cup unstable. Surgeon commented patient had fracture. The (B)(6) patient underwent revision surgery - cup, head and liner removed, replaced with 52mm multiholed cup and multiple screws, 36mm liner and ts head. Female patient initials tm, weight: (B)(6), height: 157cm. Doi: (B)(6) 2018; dor: (B)(6) 2018; (unknown hip).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.